Manufacturer narrative:
By checking the DHR of the lot# involved, we found: 1375.21.020, lot# 1413840 1500093 smr metal-back glenoid small: no pre-existing anomaly on the pieces placed on the market with this lot#. 8420.15.030, lot# 1311953 1300314 bone screw ø6,5 h.30mm: no pre-existing anomaly on the pieces placed on the market with this lot#. 8420.15.010, lot#1500487 1500044 bone screw ø6,5 h.20mm: no pre-existing anomaly on the pieces placed on the market with this lot#. 1376.09.030, lot# 1501538 1500043 smr glenosphere ø36 mm: no pre-existing anomaly on the pieces placed on the market with this lot#. No additional complaints were received on the overall components manufactured with the involved lot#s. Xrays and explants were not available for further analysis. No other information were received by the complaint source. At this stage, we are not able to investigate the root cause of the event. Stating that: no anomaly was detected by the check of the dhrs and no other complaints were received on these lot# it was reported that patient experienced several fractures and had dementia we can speculate that the event is not product related. Should we receive further information about this case, we will submit a follow-up report. Please, consider this report as an initial-final report. Pms data: according to our pms data, smr reverse revision rate due to dislocation/luxation/instability is 0.15%. No specific actoin for this case. Limacorporate will continue monitoring the market to promptly detect any future similar evant.

Event description:
Second revision surgery due to dislocation occurred on (B)(6) 2015. First revision was performed on (B)(6) 2015 when smr anatomic was converted to smr reverse. Date of primary surgery is unknown and was due to trauma. According to the information reported, after first revision patient moved her shoulder and dislocated, causing bone fracture also. She had dementia, experienced several fractures and had rotator cuff torn. Patient data: 1.52m, (B)(6), age: (B)(6). Event occurred in (B)(6).